Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The broken tip was confirmed. The failure to advance the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery that was mildly tortuous, heavily calcified with a chronic total occlusion and 100% stenosed. During a failed attempt to cross, the high torque (ht) command peripheral 300 cm guide wire tip became separated, (partially attached) but the core was intact and remained in one piece. The device was removed and another ht command guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.